Event description:
It was reported that the pump displayed a malfunction code malf 16. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, though the issue persisted, leading to a decision to replace the pump. The customer was advised to use mdi as backup therapy to ensure insulin delivery. Technical support confirmed the customer¿s shipping address and instructed them on storage mode procedures and returning the pump.